Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had recurring insulin flow blocked alarm . The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed. Customer stated the tubing was not bent or kinked. Customer stated they had tried all remedies. The device will not be returned for analysis.